Manufacturer narrative:
This report is to update sections based on new information.

Event description:
Follow-up indicated that the patient's issue was believed to be epilepsy, unrelated to the device.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a seizure causing her to fall. Nevro attempted to obtain additional information regarding the nature of the seizure, but none was available. The patient continues to use the device with effective pain relief and there have been no reports of further complications regarding this event.